Event description:
Pt reclined and came back up - low pressure alarm sounded. Staff member located disconnected tubing after connecting the large tube, staff member observed vent completely shut down for no apparent reason. Eventually (while pt was being bagged) circuit breaker was located and reset. Pt re-connected.